Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Additional manufacturing narrative: this is a historical record and reflects reports that were received by the company prior to april 2021.

Event description:
A treament provider reported that a patient was treated to the upper and lower abdomen areas with coolsculpting using a cooadvantage plus, coolcore contour applicator on (B)(6) 2020. Patient was assessed with possible paradoxical hyperplasia (ph) in the upper and lower abdomen areas. Reoccurrence paradoxical hyperplasia after liposurgery as stated by complanant and indicated in legal document. Date of liposurgery was not provided.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Additional manufacturing narrative: this is a historical record and reflects reports that were received by the company prior to april 2021.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen areas with coolsculpting using a cooadvantage plus, coolcore contour applicator on (B)(6) 2020. Patient was assessed with possible paradoxical hyperplasia (ph) in the upper and lower abdomen areas. Reoccurrence paradoxical hyperplasia after liposurgery as stated by complanant and indicated in legal document. On (B)(6) 2024, abbvie was provided the date of (B)(6) 2020 for the liposurgery.

Manufacturer narrative:
Additional manufacturing narrative: this is a historical record and reflects reports that were received by the company prior to april 2021. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
This is a migration of (B)(4). No further investigation is required, case is being migrated to add plaintiff records received from the marker legal group. A treatment provider reported that a patient was treated to the upper and lower abdomen areas with coolsculpting using a cooadvantage +, coolcore contour applicator on 5-mar-2020. Patient was assessed by a physician and diagnosed with paradoxical hyperplasia in the upper and loer abdomen areas on 1-sep-2020.